Event description:
Percutaneous central catheter (p.i.c.c. Line) inserted via left cephalic vein on "d.o.l." #8 (in 2001). Sudden deterioration, death on "d.o.l." #16. Autopsy findings revealed cardiac tamponnade due to cath. Migration to right ventricle.